Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Lab analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as surgical impact opening (shell thickness within specification), one opening assessed as surgical damage and missing shell assessed as inconclusive. As per the investigation procedure non-penetrating nicks, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.